Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual examination noted the lead was returned in two segments, having been severed approximately 14.3 centimeters from the terminal pin. Both the proximal and distal shocking coils were covered with calcified bodily fluid. Additionally, the proximal shocking coil wires were fractured; however, this likely occurred during the explant procedure. The identified calcification on the shocking coils is the most likely root cause of the observed increased pacing thresholds and out of range shock impedance measurements.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds and high out of range shock impedances. A revision procedure was performed and this rv lead was explanted and replaced. The lead was connected to a competitor's implantable cardioverter defibrillator. No additional adverse patient effects were reported.